Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first proglide device will be reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the components of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with, no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were also examined and there were no needle strike marks detected. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. It was reported that a proglide device was used for arteriotomy closure of a moderately calcified femoral artery after an interventional procedure. Whether calcification of the femoral artery contributed to the event is not known. Per instructions for use (IFU) for proglide under contraindications (lesions): patients exhibiting calcification which is fluoroscopically visible at femoral artery. No manufacturing quality deficiency was detected that could have contributed to the reported complaint. A review of the finished product lot history record was performed and did not produce any findings relevant to this report.

Event description:
It was reported that two physicians trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified femoral artery after an interventional procedure (pci). Reportedly, after the needles were deployed, no sutures were retrieved. A second proglide device was used with the same results. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.